Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. It was reported that the device met expected longevity with normal depletion.

Event description:
It was reported that the device reached end of life and that there was no telemetry from the device. It was also reported that the superior vena cava coil had high impedance. The device was removed and replaced. The lead remains in use. No patient complications have been reported as a result of this event.